Manufacturer narrative:
Novocure opinion is that the contribution of the array placement to skin infection cannot be ruled out. Contributing factors for skin infection in this patient include: dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, chemotherapy, and prior surgery affecting skin integrity. Skin infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 72-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2022. Novocure was informed on (B)(6) 2024, that the patient experienced skin irritation on the top of her scalp. Reportedly, the healthcare provider (hcp) was going to have her seen by a wound care specialist. Optune gio therapy was temporarily discontinued. On (B)(6) 2024, novocure was informed that the patient was advised by the nurse practitioner at the hospital wound care facility to remain off therapy due to continued treatment of sores on her head. The patient's spouse reported on (B)(6) 2024, that the patient resumed optune gio therapy on (B)(6) 2024. Novocure received additional information on the same day, that the patient anticipated being back on therapy, although her head was bleeding with multiple sores on the entire scalp. Optune therapy was temporarily discontinued. The prescribing physician reported on (B)(6) 2024, that the patient did not require hospitalization for the event. The wounds on the scalp had purulent drainage. Treatment included unspecified oral and topical antibiotics and daily application of topical steroids with over-the-counter wound dressings. The physician assessed the event as related to optune gio therapy.

Manufacturer narrative:
On december 13, 2024, novocure received patient´s medical records regarding a follow-up visit with the patient´s healthcare provider (hcp) on (B)(6) 2024. It was noted that the patient paused optune gio therapy for two months, due to a previously reported skin reaction for which she was prescribed ciprofloxacin and a silver-based medication, which have been effective for most of the wounds. After she resumed the therapy, the patient repeatedly experienced a skin reaction described as painful irritation/denudation and wounds on the scalp. The patient ended optune gio therapy on (B)(6) 2024.

Manufacturer narrative:
Novocure received additional information on september 16, 2024, that the patient developed a skin reaction described as four non-healing wounds that had worsened over time. As a result, optune gio therapy was temporarily discontinued. On (B)(6) 2024, the prescribing physician reported that the patient received outpatient wound care and was treated with topical bacitracin zinc ointment. The patient discontinued optune gio therapy for three months and had since resumed therapy. The physician assessed the event as related to optune gio therapy. Novocure's medical opinion is that the contribution of the array placement to the skin inflammation and irritation that required outpatient wound care visits cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).